Event description:
During the neck dissection at the implant procedure, a vessel was inadvertently nicked, and the patient experienced bleeding. Surgeon identified the source and ligated the vessel to achieve hemostasis. This resolved the issue.